Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and a new aus was implanted. It was also stated there was no information regarding the patient condition after the procedure. No more information available at the moment, further information was requested. It was further reported that there was no more information available through physician or health care facility. No more information available at the moment. Should additional information become available, it will be provided.